Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed irritation in the area where the sensor was placed. It was further reported that on (B)(6) 2017 customer self-presented to a healthcare provider who prescribed betagalen ointment, a topical corticosteroid preparation, to apply twice a day. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. Visual inspection performed, on sensor plug . Sensor plug was assembled and seated correctly. All three contacts installed properly and are free from debris. It has been determined there was no product malfunction.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed irritation in the area where the sensor was placed. It was further reported that on (B)(6) 2017 customer self-presented to a healthcare provider who prescribed betagalen ointment, a topical corticosteroid preparation, to apply twice a day. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Device mfg date) has been updated based on the returned product.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed irritation in the area where the sensor was placed. It was further reported that on (B)(6) 2017 customer self-presented to a healthcare provider who prescribed betagalen ointment, a topical corticosteroid preparation, to apply twice a day. No additional treatment was reported. There was no report of death or permanent injury associated with this event.